Manufacturer narrative:
The patient has reported an overfill of 246% over the prescribed amount. The cycler has been returned to the manufacturer for evaluation and a supplemental MDR report will be filed upon completion of the investigation.

Event description:
The patient¿s pd rn called tech support requesting a replacement cycler due to fill complications that occurred this weekend for her patient. Rn stated the patient filled with 5000ml during one part of the treatment. Patient then disconnected and completed treatment manually. Tech support contacted patient and patient stated that he had drain complications during treatment. Patient stated he had reset up with all new supplies last night due to being unable to start drain. After resetting up, patient drained out 5993ml. Patient tried to continue on with his treatment but then received a m71.1 pressure leak alarm in the second dwell. After receiving the m71.1 alarm, patient had disconnected and continued to drain 3100ml. Technical support went ahead and continued with replacement and advised to send back tubing. Patient stated he is going to send back two tubing sets from last night that had failed. Additional information provided by pd rn: pd nurse stated that the patient has high ultra filtrations (ufs). Pd nurse said the patient is fine, has no adverse effects and no medical intervention was required. The patient stated that he uses 1.5% and 2.5% solution. He felt bloated but the bloating was relieved after draining. Fill: 2,496ml/drain 5,993ml equals overfill of 246%.